Manufacturer narrative:
The account found multiple blown fuses in the bed. The account replaced the power supply module to repair the bed.

Event description:
The account alleged the bed has no power.